Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibia subsidence.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows migration of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided CT scan shows severe migration and subsidence of the tibial component. There is loosening with radiolucence and cysts visible. The change in the biomechanics of the component seems to have secondarily led to a talar anterior migration as well. The talar component shows some radiolucence and some cysts. The treating surgeon does not provide information on the underlying cause of the failure. It is likely, that the failure was patient related due to poor bone substance and potentially surgery or implantation (procedure) related due to initial anterior positioning of the talar component. Due to the anterior positioning of the talar component, the anterior aspect of the tibial tray may have been subsided following asymmetric load. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Although the issue is most likely both patient and user related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.